Manufacturer narrative:
It was reported that the seat rail will not stretch out all the way and is unable to put the seat on frame. Stated that the wheelchair is "defective upon arrival. Upon unfolding, the seat rails fail to seat properly into the holders, preventing the chair from extending fully." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the wheelchair was defective upon arrival. Upon unfolding, the seat rails fail to seat properly into the holders, preventing the chair from extending fully.